Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f351 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot f351 for the reported issue shows no trends. Trends were reviewed for complaint category, pressure dome membrane leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer called to report a pressure dome membrane leak during the treatment procedure. The customer stated approximately 200 ml of whole blood was processed before the leak occurred. The customer stated the leak occurred at the system pressure dome. The customer aborted the procedure and did not return blood to the patient. The customer will not be returning the product for investigation.